Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown.

Event description:
It was reported when compressing the plate to the rib, "a significant popping sound was heard". Upon inspection, it was found the compression arm on the low profile primary guide (rbl2320) had broken and was found lodged in the posterior aspect of the rib plate. The procedure was not prolonged and no adverse patient consequences were reported. A second guide was used to complete the surgery. It was reported a t8 hexalobe driver was being used at the time of the event. This report is related to report number 3025141-2023-00131 for the low profile primary guide involved in this event.